Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced and the connectors in the monoblock were cleaned. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's amplifier would not move up and down, and displayed a ma active error message. No pt injury was reported.